Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and no delivery from the insulin pump. The customer's blood glucose reading was 348 mg/dl. The customer stated that she woke up with high readings. The customer gave a bolus and the pump alarmed no delivery. The customer stated that the alarm did not occur during manual prime. The customer stated that the alarm was resolved by a complete set change. The customer declined to troubleshoot for high readings.